Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to sensing issues and high capture thresholds. Another rv lead was successfully implanted. No additional adverse patient effects were reported.